Event description:
This is a solicited case report received from a nurse in (B)(4) on 28-apr-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). On (B)(6) 2016, during essure insertion with lot number c64471, release of black particles coming from black positioning marker was noticed. Pliers was mentioned. Device was not kept. Bilateral insertion was performed with the concerned insert. Company causality comment: this spontaneous case report was received from a physician. He noticed, during an essure (fallopian tube occlusion insert) insertion procedure, the release of black particles coming from the black positioning marker. This event, interpreted as a possible device fragmentation, is unlisted according to essure reference safety information. In this particular case, minimal information was provided. Although the exact mechanism of the reported event was not informed, considering its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up information received on 19-jul-2016: (B)(4). Follow-up attempts were completed, with no response to date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report was received from a nurse in france. It was noticed, during an essure (fallopian tube occlusion insert) insertion procedure, the release of black particles coming from the black positioning marker. This event, interpreted as a possible device fragmentation, was considered anticipated upon receipt of the product technical analysis. In this particular case, minimal information was provided. Although the exact mechanism of the reported event was not informed, considering its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow-up received on 06-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot: c64471; manufacture date: jun-2014; expiration date: 30-jun-2017. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable.. Company causality comment: this spontaneous case report was received from a physician. He noticed, during an essure (fallopian tube occlusion insert) insertion procedure, the release of black particles coming from the black positioning marker. This event, interpreted as a possible device fragmentation, was considered anticipated upon receipt of the product technical analysis. In this particular case, minimal information was provided. Although the exact mechanism of the reported event was not informed, considering its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.